Event description:
Report of explant of device system due to "pump kept breaking through skin, patient is very thin and infection" received per device return form. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.